Event description:
It was reported that when trying to view a saved image, the system is displaying a different image than requested.

Manufacturer narrative:
(B) (4). The ge service rep reloaded the software. The system operates as intended. (B) (4) 06/18/2009.